Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that the tubing of the solution administration pump set was observed to be leaking. No patient injury nor patient involvement was reported for this complaint. No medical intervention was associated for this complaint. No additional information is available.